Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2, noticed smoke coming out from the machine. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the patient reported to philips that while using the dream station 2, noticed smoke coming out from the machine. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was thirty-two error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.